Manufacturer narrative:
Date of birth is unknown as it was not provided patient gender is unknown as it was not provided. Additional concomitant medical products: balanced salt solution (bss) healon patient code of (B)(4) is provided for toxic anterior segment syndrome (tass) all pertinent information available to abbott medical optics has been submitted.

Event description:
On (B)(6) 2016, the surgery center indicated there was an additional patient with tass like symptoms a couple of weeks ago. The surgery center communicated that they had hired an outside consultant that specialized in tass related events. The consultant visited the surgery center on (B)(6) 2016 to review the sterilization processes, products, and procedures. The outcome of this review did not identify a single root cause that could have contributed to the tass like symptoms. In (B)(6) 2016, the site hired an employee to specifically oversee the sterilization process. All patients had a lot of inflammation. The culture was negative for bacteria culture and the patients responded well to the topical eye drops. This report is for the patient with (B)(6) 2016 event date.

Manufacturer narrative:
Though it cannot be definitively confirmed, it is suspected that the cause of tass (toxic anterior segment syndrome) at this surgery center may be associated with inadequately cleaned and sterilized hand pieces. The hand pieces require proper disassembly prior to cleaning and sterilization as clearly stated in the directions for use (dfu). During a site visit it was determined that the internal procedures for cleaning and sterilization did not meet the recommendation found in the dfu. If these steps are omitted or not followed, there is a possibility for trace residual biological matter to be left behind, thereby contributing to tass like symptoms. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No failure was identified. The review of the device history record (DHR) for compact intuitiv console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.